Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0 mm x 60 mm x 135 cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another sterling¿ balloon catheter. No patient complications were reported.